Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was above 400 mg/dl. The customer also experienced nausea and vomiting. They treated themselves with manual injections. The insulin pump was not on auto mode at the time of incident. The customer also reported that they were hospitalized due to diabetic ketoacidosis and high blood glucose level on (B)(6) 2020 and treated with insulin drip. There was insulin flow block alarm on the insulin pump. The insulin pump will not be returned for analysis.